Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.